Manufacturer narrative:
During the on-site investigation, field service engineer removed and re-aligned a bed motor to resolve the issue. All functional tests were successfully checked afterwards, and the equipment was verified before release to customer. Root cause was assessed to be a bed motor misalignment. (B)(4).

Event description:
Technician reported that the patient bed locked, and wouldn't allow to focus on patient's eye. Two patient had received topical anesthesia, but the refractive procedure hadn't started. On follow up information nurse stated that the equipment was not used for patient cases after the reported issue, and there was no harm to any of the patients.